Event description:
It was reported that atherectomy was performed in the heavily calcified left anterior descending (lad) artery using a diamondback coronary orbital atherectomy device (oad). Patient's blood pressure dropped after the oad was removed from the body. The patient's base rate was 120/70. Perforation of the proximal lad was noted. In the opinion of the physician, the oad contributed to the perforation and hypotension was caused by the perforation of the lad. This caused a clinical delay in the procedure as a covered stent was used to treat the affected area and emergency intravenous (IV) drugs were administered. Patient was sent to coronary artery bypass graft (CABG) surgery following deployment of covered stent. Bypass surgery was successful.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient perforation of vessels, and related low blood pressure, medication, surgical intervention and delay of therapy appears to be related to operational context. In this case it is likely that the reported patient perforation of vessels, and related low blood pressure, medication, surgical intervention and delay of therapy are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that atherectomy was performed in the heavily calcified left anterior descending (lad) artery using a diamondback coronary orbital atherectomy device (oad). Patient's blood pressure dropped after the oad was removed from the body. The patient's base rate was 120/70. Perforation of the proximal lad was noted. In the opinion of the physician, the oad contributed to the perforation and hypotension was caused by the perforation of the lad. This caused a clinical delay in the procedure as a covered stent was used to treat the affected area and emergency intravenous (IV) drugs were administered. Patient was sent to coronary artery bypass graft (CABG) surgery following deployment of covered stent. Bypass surgery was successful.